Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. Device investigation found the pump functioning properly. No problems were found. The customer states issue of malfunctioning was not confirmed. Problem source could not be identified.

Event description:
Information was received indicating that smiths medical cadd ms3 pump won't hold programming. No adverse effects reported.